Manufacturer narrative:
Medical device expiration date: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that a plastic part of the bd nexiva¿ closed IV catheter system cannula remained at the side of the needle during removal. Event occurred during use. There was no report of exposure, injury, or medical intervention noted.

Event description:
It was reported that a plastic part of the bd nexiva closed IV catheter system cannula remained at the side of the needle during removal. Event occurred during use. There was no report of exposure, injury, or medical intervention noted.

Manufacturer narrative:
A sample was not returned for evaluation. A review of the device history record could not be performed as a lot number was not provided for this incident. The cause could not be determined. No additional investigation will be conducted and no actions will be taken.

Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: sex: unknown. Event attributed to: other. Device single use?: no. Device returned to manufacture: no.

Event description:
It was reported that a plastic part of the bd nexiva closed IV catheter system cannula remained at the side of the needle during removal. Event occurred during use. There was no report of exposure, injury, or medical intervention noted.